Manufacturer narrative:
One infusion pump was received for evaluation. Visual inspection found tamper seals are broken, and the device was observed to be in good physical condition. The device?s event history log was reviewed for evidence of the reported event, and nothing was found. To conduct functional testing, an accuracy test was performed. Upon review, the customer problem was not duplicated. Running three accuracy tests, the pump was found to be slightly over delivering to the manufacturing specifications, but results were within the published specification. To address the issue, the expulsor assembly was trimmed. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. Service history review identified this device has not been in for service previously.

Manufacturer narrative:
Other text: b3: date of event is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump failed accuracy by -7.9 percent. Issue occurred during testing and there was no patient injury.